Event description:
A 5-0 spiderfx was prepped and loaded onto a wire. No concerns noted during prep of 5-0 spiderfx. Spiderfx was then advanced up the wire. Catheter became difficult to advance. Fluoroscope was moved to see where catheter was having difficulty. Basket was already deployed. Physician pulled back gold wire to place the basket back in the garage. Upon removal of catheter, it was discovered that the catheter was not intact. Catheter broke off at the wire exit port. Fluoro was used to attempt to find the distal marker of catheter. A marker was sighted in the distal third of the internal carotid artery. Physician then decided to attempt to stent the internal/common carotid artery. A stent was prepped and loaded on the same wire. Stent was unable to advance up to the desired location and was then removed. Decision was made to perform an open carotid endartectomy. Procedure was performed under general, and was uneventful. The marker and approx. 2mm of catheter was found and removed. Procedure was completed in a normal manner and was uneventful.